Event description:
It was reported that during the shunt preimplantation test, the doctor had realized that there is no resistance in the shunt and that the injected saline is streaming too easily. He used another shunt instead with no difficulties.

Manufacturer narrative:
(B) (4). The device has not been returned to the MFR.